Manufacturer narrative:
The gi4000 electrosurgical unit (esu) was returned to the repair facility (cintron) for evaluation. Investigation of this event is currently in progress. A follow-up report will be submitted when additional information becomes available. UDI related data clarification - the device subject of the event was manufactured in 2012 prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that during use of the gi4000 esu, a spark was observed at the end of the arc smart probe when facility personnel pressed down on the foot pedal. A second gi400 esu was used to complete the procedure resulting in a procedure delay. No report of injury.

Manufacturer narrative:
The gi4000 electrosurgical unit (esu) was returned to the repair facility (cintron) for evaluation. Cintron tested the function and operation of the unit, and no issues were noted. The unit was returned to service. The user and maintenance manual for the gi4000 esu gives the following information to the user: "warning: gas embolism and intraluminal gas pressure hazard. The argon gas flow rate should be set to the lowest setting in order to achieve desired effect. The patient should be continually assessed for over insufflation throughout the procedure. Do not point the distal end of apc accessory directly into open vessels or soft tissue. This may result in an argon embolism. Always verify the gi4000 esu method/mode and power output settings. Failure to verify settings may result in serious patient injury. Caution: current leakage hazard. The gi4000 should never be used in conjunction with other equipment for which safety against leakage current has not been established." As in-service training was provided the week prior to the reported event, the customer declined additional in-service training. No additional issues have been reported.